Event description:
Patient underwent an uneventful ilasik on (B)(6) 2013. Patient presented with diffuse lamellar keratitis (dlk) on both eyes. Patient has been followed at tlc since dlk onset. Durezol was increased to every 2 hours. Patient rechecked 2 days later, dlk had passed pupil margin on the right eye but vision was still stable. Day 5 dlk resolving, uncorrected visual acuity (ucva) was stable. Day 7, noted significant central clumping on the right eye with marked reduction in ucva. Left eye was clear on day 7. On (B)(6) 2013 post op, uncorrected visual acuity (ucva) was 20/50+ on the right eye and 20/20 on the left eye. Pinhole was 20/25 right eye and ni os. Follow-up was obtained. Dlk had progressed to grade 2+ or 3. Dlk has resolved. The central clumping has resolved, but slight haze still present with trace microstriae. There was no flap lift and rinse performed. Pre op best corrected visual acuity (bcva) was 20/20 on both eyes, current 20/20 right eye and 20/25 left eye.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on 05/22/2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported an uneventful treatment and did not request field service or clinical support. Placeholder.